Manufacturer narrative:
Evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient received one inappropriate treatment shock. It was reported that the patient was unconscious and at home at the time of the event. Ems had been called and were performing CPR. At 13:45:46, the lifevest detected an arrhythmia. Gel was released at 13:46:12. Treatment was delivered at 13:46:22. The rhythm at the time of the treatment was asystole with low amplitude cardiac activity. Oversensing low amplitude cardiac signal contributed to the false detection. Following the treatment the patient remained in asystole with low amplitude cardiac activity. There is no indication that the inappropriate treatment contributed to the patient's death, as the patient was in a non-treatable rhythm (asystole) at the time of the treatment.